Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 299 mg/dl, 153 mg/dl, 207 mg/dl and 122 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she was not experiencing any hyperglycemia symptoms during the time of testing. Reporter stated she took her normal 500 mg of glucophage and at her normal breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.